Manufacturer narrative:
Meter returned for evaluation. No defect found most likely underlying root cause: mlc-062: reported defect not reproduced.. Test strips UDI: unknown. Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the initial concern is resolved ¿ unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for erratic blood glucose test results, hi and lo display. The customer is concerned with erratic tests results from results obtained of 105 and 333mg/dl along with hi and lo display. The expected fasting blood glucose test result range is 100-105mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. During the call a back to back blood test was performed by the customer and produced test results of 105 and 127mg/dl fasting using meter. The test strip lot manufacturer¿s expiration date is 01/17/2021 and open vial date is 8/1/2019. The meter memory was reviewed for previous test result history. (B)(6).

Manufacturer narrative:
Corrected sections as of 11-nov-2019: h10: corrected most likely underlying root cause cause description from "mlc-062: reported defect not reproduced.." To "mlc-62: user had poor technique". Most likely underlying root cause: mlc-62: user had poor technique.